Event description:
It was reported that the 2800 system had an unlock error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wiring was repaired and the fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.